Event description:
The consumer called to report receiving 2nd degree burns on her shoulder while she was using the heating pad on her neck. She did seek medical attention for the injury. She stated, the heating pad worked fine the next night when she used it.